Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. As the device was not returned, the reported problem was unable to be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a high drain 101 alarm occurred while using the homechoice, during drain one. This indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The patient was connected at the time of the event. The patient denied any symptoms. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.